Event description:
The customer reported that the left screen was going blank intermittently. This rendered the live image unavailable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed on how to make adjustments to the f1 and f2 fuse holder. The customer verified that the system was then operating a intended.